Event description:
Philips received a complaint by the customer on the v60 indicating that it is intermittently displaying diagnostic code 110a proximal pressure sensor autozero failed message. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse instructed the customer based on the steps within the manual. The rse recommended to verify 3.3v in diagnostics, verify 2.5v ref on data acquisition (da) pcba, replace the da pcba to motor control pcba cable, or replace the da pcba. Customer states that they will test ribbon cable with another unit and call back if further assistance needed.

Manufacturer narrative:
It was confirmed that issue could not be duplicated after running the unit continuously for 4 hours. The data acquisition board to motor control ribbon cable was seated properly. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.